Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, when the customer plugged the vessel sealer extend (vse) into the e-100, the instrument led does not turn color, it just stays white. The customer moved the vse to the erbe and it works as normal. The customer is proceeding with the case using the erbe. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Replaced the e-100 to resolve the issue. The system was tested and verified as ready for use. Isi received the part involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate the reported failure. This unit was install into the test system and it worked fine with synchro seal instrument installed. Fa used synchroseal with a saline dipped gauze in the jaws and fire yell pedal/sync activations cut/seal about 100 times and e-100 worked fine without any issue. Could not replicate. System log review was performed. Per the review, the following was confirmed: an incisional hernia ipom procedure was performed on system (B)(4) on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer moved to the erbe after the start of the procedure due to the e-100 was not working. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.